Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen), fentanyl, dilaudid (hydromorphone), and bupivacaine via an implantable pump. It was reported that the patient had return of pain and more medication than expected in the reservoir at the refill. The pump was not working as well as previously. The cause of the event was unknown. Action/intervention: the physician attempted to aspirate the catheter for a dye study but was unable to. The physician elected to replace the catheter entirely and checked for positive flow multiple times throughout the procedure. The catheter was discarded. Outcome: the issue was resolved. The physician had no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.